Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had evidence of pacing inhibition and loss of capture (loc) resulting in syncope. There was also evidence of increased pacing impedance and threshold measurements. Boston scientific technical services (ts) suspects the integrity of the lead is compromised. Surgical intervention was performed and insulation damage was visually confirmed. The lead was capped and replaced without incident. No additional adverse patient effects were reported.